Manufacturer narrative:
The reported events were failure to capture and extra cardiac stimulation. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any conductor fracture, internal shorting was noted between conductors. Destructive analysis found the inner insulation was damaged in the proximal region consistent with procedural damage. Visual and x-day examination did not find any anomalies except for the damage consistent with that occurring at the time of the procedure.

Event description:
New information noted that the lead was explanted and replaced on 26 sep 2023. There were no patient consequences.

Event description:
It was reported that the right atrial failed to capture and experienced chest wall stimulation. No intervention was performed. There were no patient consequences.